Manufacturer narrative:
Product event summary: the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Visual evaluation of the distal conductor did not reveal any anomalies. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. A partial lead in portions was received. A partial lead (in portions) was returned for evaluation. Setscrew marks were noted centered on the connector pin(s). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned for an unknown reason, analyzed and tested out of specification. No patient complications have been reported as a result of this event.